Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a4, and a5: the customer did not supply patient demographics such as date of birth, weight or ethnicity and race. H3 and h6: the access hstni reagent was not returned for evaluation. No hardware errors or other assays were reported in conjunction with this event. No other patient results were called into question. One patient sample was sent to the marseille complaint handling unit (chu) for investigative testing. The sample was first tested neat the chu obtained a high result, confirming the customer's results. Then, a dilution test was performed and the results showed the presence of interfering substances due to the test not generating linear results. Finally, the chu performed interference testing, using different blockers. The investigation testing demonstrated that heterophile interference and interference related to alkaline-phosphatase were both present. Per the hstni instructions for use (IFU), it states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in-patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." In conclusion, the likely cause of the elevated hstni patient results was the patient source interference. There is insufficient evidence to reasonably suggest that a malfunction occurred in conjunction with this event as both of these interference sources are listed in the hstni instructions for use limitations section.

Event description:
On (B)(6)2024 the customer reported repeatable false high hstni (access high sensitivity troponin I, part number b52699 and lot number 472162) results were generated for one patient on both of the customer's unicel dxi 800 access immunoassay analyzers (part number 973100 and serial number s/n (B)(6)). The customer reported that the following access hstni results were generated with one patient ID (B)(6): - sample ID (B)(6): 645.5 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. - sample ID (B)(6): 601.0 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. - sample ID (B)(6): 593.2 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. - sample ID (B)(6): 633.0 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. - sample ID (B)(6): 689.3 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. - sample ID (B)(6): 566.1 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. - sample ID (B)(6): 572.4 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. Additional access myoglobin result: 15.6 ng/ml (normal) on (B)(6)2024. - sample ID (B)(6): 546.1 ng/l (high) on instrument s/n (B)(6) on (B)(6)2024. The patient is a 40-years old woman with headache and increased blood pressure at her arrival in the emergency room (ER), treated with ramipril 2.5mg. Based upon the elevated access results, the patient was admitted in cardiology to perform additional tests including coronary angiography which were all negative. This patient was tested on siemens hstni assay and found at 12 ng/l (low, <39 ng/l) on (B)(6)2024. The elevated access results were discordant with the low siemens result and with the patient clinical file (negative coronary angiography results, normal myoglobin results). There was no further report of an injury or illness to the patient attributable to the output from the device in this event. There were no hardware errors or issues with other assays reported in conjunction with this event. Instrument s/n (B)(6): calibration passed on (B)(6)2024 with reagent lot 472162 and calibrator lot 439486. Quality controls (qc) were passing within the laboratory¿s established ranges at the time of the events. System check passed on (B)(6)2024. Instrument s/n (B)(6): calibration passed on (B)(6)2024 with reagent lot 472162 and calibrator lot 439785. Qc were passing within the laboratory¿s established ranges at the time of the events. System check passed on (B)(6)2024. The customer requested an interference testing at the marseille complaint handling unit (chu). No issues with sample integrity were reported by the customer. The samples were collected either on lithium heparin plasma tubes or serum tubes with gel separator. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior to the questioned results.